Event description:
It was reported through a research article identifying abbott xience v that may be related to [no deaths] target vessel myocardial infarction, non-q-wave elevation, target lesion failure as serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled: optical coherence tomography assessment of a plga-polymer with electro-grafting base layer versus a pla-polymer sirolimus-eluting stent at three-month follow-up: the bumaoct randomised trial. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel there was no reported device malfunction and the product was not returned. Myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. .